Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 433d97. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. During the visual inspection, the anvil was found fully attached to the trocar, and the tissue lumen was secured to the anvil shaft with suture. The washer had been cut, and nicks were observed along the cut surface. Additionally, unformed staples were identified on the anvil and within the tissue, appearing to have become stuck at the moment the knife cut through the washer. The knife itself exhibited damage. It is possible that the staple legs from the unformed staples were caught between the washer and the knife edge during a double-fire event, contributing to the observed damages. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, the cut line on the test skin and the condition of the washer cut appeared jagged, consistent with a damaged knife edge. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 433d97, and no non-conformances were identified. Additional information was requested and the following was obtained: could any photos or video be provided to assist with the engineering analysis? No has any additional in servicing been provided to the user since the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic anterior resection of rectum, an anastomosis was performed with the cdh25b after resecting with a psee60a (gst60d), but the circular could not be removed after firing, so it was tightened again and fired. Even afterwards, it could not be removed, and when grasped the intestine on the oral side, the intestine came out from the anvil side (only cut, not stapled), and was then removed. The procedure was changed to hartmann reconstruction. A review of the video of this case checked that the staples were scattered and unformed. The doctor also commented that the cutting sound was heard at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.